Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that there was a skin damage around the inside of second knuckle at index finger when the sensor was removed. The epidermis was peeling. No further information about the patient condition is available. Additional information received: sensor was not checked or rotated during a 3 hour orthopedic surgery.